Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when preparing to use the ventilator, it was found that the self sealing test failed, and a safety valve failure was reported. Through simulated lung testing, the respiratory tidal volume was extremely unstable, with significant numerical fluctuations hospital analysis:failure of the safety valve of the ventilator . It occurred during testing. No patient involvement.